Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from a literature article that the patient experienced recurrent bacteremia after leadless pacemaker implant. The patient condition was unknown.